Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during a device changeout procedure it was discovered that the patients right ventricular (rv) lead was exhibiting high thresholds and high impedance levels. The physician chose to retain the rv lead as due to the patients condition they are only paced in the atrium and not the rv. The lead remains in use. No patient complications have been reported as a result of this event.